Event description:
It was reported that the gastrointestinal videoscope produced an unspecified scope communication error and then did not produce an image when connected to the evis x1 video system center (cv-1500). The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9,e4, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope communication error which leads to no image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.